Event description:
It was reported via repair work order that the auxiliary power cord ground pin was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.